Event description:
During an in-clinic follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. Technical support was contacted and provided reprogramming recommendations. The device was then reprogrammed as an interim resolution. Lead damage was suspected but it was not confirmed. The patient is stable.